Event description:
The customer reported the system had no image when moved into later position. Ther is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable needs to be replaced. The customer canceled the svc call.